Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up due to noise noted on the associated lead via remote transmission. While performing isometrics and arm movements, noise was noted on the right atrial lead. The patient is not pacemaker dependent and was asymptomatic. The physician elected to take no action and would continue to monitor the patient.